Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, during the saline flush, subcutaneous fluid was observed around the base of the port. Upon opening the port, a fracture was noted at the end of the locking connector. Reportedly, the infusion port and catheter were subsequently removed. The current status of the patient in unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo show partial view of a clinician holding the port with attached catheter which was implanted in patient body and having blood residues throughout. A fracture was noted in the catheter tube near the end of the locking connector. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (patient, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. Post the procedure on (B)(6) 2025, during the saline flush, subcutaneous fluid was observed around the base of the port. Upon opening the port, a fracture was noted at the end of the locking connector. Reportedly, the infusion port and catheter were subsequently removed. Additionally, a bulge appeared under the patient's skin. The current status of the patient is unknown.